Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip ruptured after 106930 joules and ten minutes of use. It was confirmed that the fiber tip was cleaned during procedure. The fiber was replaced, but the tip of the new fiber also ruptured. The procedure was completed via an alternative method. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Upon microscopic inspection it was found that the glass cap exhibited moderate devitrification at the output window and a distal circumferential fracture. The metal cap exhibited moderate debris adhesion on its surface. The hene (helium-neon) test found no breaks along the fiber length. The control knob is attached and aligned with the fiber and can rotate the fiber. The connector segment was in good condition. With all the information available, boston scientific concludes that the identified distal circumferential fracture, may have led to forward firing. However, the forward firing test for this device resulted in an output which was below the threshold for potential patient harm. The reported fiber tip break was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body. Report 2124215-2024-29085 refers to the second fiber.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Due to the lack of product return, the reported allegation could not be confirmed. Report 2124215-2024-29085 refers to the second fiber.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip ruptured. The fiber was replaced, but the tip of the new fiber also ruptured. The procedure was completed via an alternative method. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip ruptured. The fiber was replaced, but the tip of the new fiber also ruptured. The procedure was completed via an alternative method. There were no patient complications reported. This complaint is for the first fiber used.